Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) japan. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The cooling unit unit is defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, that could not drop the temperature on the patient side. The issue occurred during procedure. There is no report of patient injury.